Event description:
It was reported the patients ipg entered the service application state. Rep met with the patient and recovered the device. Therapy restored.

Manufacturer narrative:
It was reported to abbott, a patient connected to their ipg and got the message "the generator does not have any prescribed programs" when they attempted to connect. Ts advised this indicated there were no programs on the ipg. The patient reported they had an MRI a week earlier and a rep had assisted placing the system in MRI mode. The patient checked their patient controller after feeling their pain returning. The rep met with the patient and added previous programs back along with adding a new one. The issue was resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.